Event description:
Contact dermatitis at site of application of electrodes. Initial preparation of skin unsuccessful due to skin care product worn by pt. This preparation included sanding the skin with 3m skin preparation tape. Pt's skin was then cleaned with ethanol (contra-indicated in the labeling) and the sand-paper prep. Repeated. Reaction occurred within 24 hrs. Erythema and blistering noted. Weals in distribution of electrodes and in the line of application of the sand paper. Treated with topical steroid application. Resolved with no serious sequelae. Investigation lead to conclusion that event was reportable on 11/13/97.